Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was no rv (right ventricular) capture at maximum output. During the replacement procedure, the atrial lead became dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.